Event description:
Boston scientific crm received information that the patient implanted with this device retained legal counsel and filed paperwork associated with the legal process. New information received indicates that this case was either settled and/or dismissed. Subsequent information received indicates that this device was explanted for normal battery depletion. At the time of explant the device was in storage mode (bex). The device was explanted 7.3 months after declaring elective replacement indicator (eri). There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the rate of battery depletion fell within an acceptable range however the interval between eri and end of life (eol) was less than 90 days. The device experienced a high current drain while implanted between eri and bex. The reason for the high current drain could not be determined as all current measurements were within specifications during analysis and a high current condition could not be induced on the bench. Therapy was not available at explant due to bex being declared 5 months prior to explant.